Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature - no physical damage issue. There was no reported moisture or corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/22/2016 with the following findings: a review of the black box revealed unexpected drastic voltage drop that lead to a ¿call service (cs) 177¿ warning and ¿cs128¿ alarm on (B)(6) 2015. Two "cs128" alarms were observed due to a discharged battery. A ¿replace battery¿ was also observed. During investigation, the ¿ez-prime¿ steps were performed correctly; all current draws were within specification. No overheating or any errors, alarms or warnings occurred during investigation.the pump¿s cover was removed; no intermittent conditions were found to the power circuit or to the cgm module. The product performed within specification and the reported ¿temperature¿ complaint was not duplicated during investigation.